Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the system no longer turned on and the screen was flickering. The next case they tried to use it but, the screen would not come back on and they had a black screen. They restarted the system multiple times and it did not come back on after the case. There was less than an hour delay in the procedure. No impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736217 product ID: 9736388r, serial/lot #: -, ubd: , UDI#: h3, h6: a medtronic representative went to the site to test the equipment. Monitor was replaced and they kept the original ssd card. The system then performed as intended. Codes b01, c13 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: additional information in section a product correction to section d: product 9736388r is no longer considered a part of this complaint. H6: the product 9736217 was returned to the manufacturer and is pending analysis. Codes b21, c21, and d16 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: the computer, lot number: 007-2390378, was returned to the manufacturer for analysis. The reported problem could not be duplicated. Computer booted normally to the navigation system admin and navigation system home screen with a known good solid state drive (ssd). Touch screen functioned normally without failure. Fully functional. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.